Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was found in the pneumatic lines during the inspection. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from under their cycler during drain 2 of 5 of their pd end treatment. The patient stated that they were moving the cycler around on a cart and the cycler fell off of the cart due to the wheels on the cart being locked. The patient stated the cycler did not get damaged. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The patient will perform an alternate treatment. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient stated that the fluid leak originated from the cassette door of the cycler. The pdrn stated that when they went to the patient¿s home they did not see any leaks. The pdrn also stated that when they looked at the patient¿s treatment data, it did not indicate that the patient did treatment on (B)(6) 2020. The pdrn stated that they do not believe the patient actually started treatment. The pdrn stated that the patient is non-compliant with treatment and the patient¿s lab show that they are non-compliant. The pdrn stated that the patient has performed 5 treatments in the month of (B)(6). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The pdrn stated that the patient has not tried to use the new cycler as yet. The liberty cycler set has been discarded and is not available for return to the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.